Event description:
Patient representative reported "deformations, displacement and pain". Healthcare provider later reported "hardening and paresthesia of the breast" and capsular contracture baker grade iii." Patient representative reported "when the patient began to feel symptoms of discomfort and pain, they had undergone examinations and biannual monitoring, and as time went by, the encapsulation and fissures increased, consequently the pain also increased significantly, which is why patient had to undergo surgery." This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient representative reported "deformations, displacement and pain". Healthcare provider later reported "hardening and paresthesia of the breast" and capsular contracture baker grade iii." Patient representative reported "when the patient began to feel symptoms of discomfort and pain, they had undergone examinations and biannual monitoring, and as time went by, the encapsulation and fissures increased, consequently the pain also increased significantly, which is why patient had to undergo surgery." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.